Event description:
This is a report received by baxter (B)(4) on (B)(6) 2012 from a (B)(6) physician regarding a (B)(6) patient on peritoneal dialysis therapy who was hospitalized due to leakage of fluid (pleural effusion) into the lungs. The patient was using a homechoice device for peritoneal dialysis (pd) therapy. The patient is on dialysis since (B)(6) 2011. No changes have been made to the patient's prescription in the past several months. The pd solution used by the patient is 1.36% physioneal. The patient was hospitalized due to unreported health problems. It is unknown what symptoms the patient experienced with this event. The physician declined to provide additional information or results.

Manufacturer narrative:
(B)(4). The device was returned to the baxter product analysis lab (pal) for evaluation. A review of the event history logs showed that all therapies ended successfully. A device history review was performed and the issue was not confirmed. A service history review was performed and there were no issues related to this event. A sample evaluation revealed that the device functioned as intended. The device was fully calibrated and tested during evaluation. The reported issue was not confirmed. The assignable cause was undetermined.

Manufacturer narrative:
(B)(4). There was no malfunction reported or identified related to this event.

Manufacturer narrative:
(B)(4). The device was returned to the baxter european technical services for evaluation. Upon completion of the evaluation a follow up report will be submitted. Baxter is attempting to obtain additional clinical information related to this incident. Should additional information become available a follow-up will be submitted.